Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the seal was broken or missing from the plunger assembly and bottom case. The right plunger case was cracked. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation. The root cause of the reported problem is attributed to normal wear as the device was over 11 years old. Replaced the worm coupling and also replaced the lead screw and clutch halves for preventive measure. Preventive maintenance and all functional testing were performed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.